Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the lip of the reservoir tube is completely cracked and is missing plastic pieces. The customer reported that the insulin pump was dropped a few times. The customer reported that the blood glucose was 10 mmol/l at the time of incident. Troubleshooting was not performed. The insulin pump is expected to return for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, cracked case at reservoir tube window corners. Stained address/serial number label and stained end cap sticker.